Event description:
It was reported by the sales rep that after placement of the proplege catheter, pr9 the balloon was inflated and contrast was given. "Imaging didn't look right." They converted to an open sternotomy and when removing the balloon, it was found to be leaking where the plastic meets the catheter. The device was not retained by the hospital. No patient injury was reported.

Manufacturer narrative:
The device was not returned from the hospital and an investigation into root cause could not be performed. The investigation into the balloon leak could not be performed. There will be no pra or CAPA initiated for this event. Trends will continue to be monitored on a monthly basis through the edwards quality system. The IFU and risk controls properly address the risk associated with balloon leaks.